Manufacturer narrative:
Product event summary # (B)(4): investigation summary - it was reported that the leads had moved and patient was feeling them in their butt. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. Follow-up was conducted with the patient to determine most likely cause, interventions, and resolution, but attempts at follow-up were not returned as the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. The report of lead movement is what lead to the assessment that the issue was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Concomitant medical products: product ID: 3889-28, lot#: va13f4s, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received . Patient reported that the lead stopped moving. No further complications were noted or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va13f4s, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient mentioned that they believed their leads moved because they could now feel them in their butt muscle and patient could never feel them there before. Patient also asked for closer physician listings to have their battery checked. Physician listings results were reviewed over the phone. Patient said they wanted to have their battery checked like they did before at their pain management doctor's office with the local manufacturer's representative (rep). It was recommended for patient to consult with their health care professional (hcp) to request for a rep for this. Patient said they thought their battery was going dead because the icon behind the programmer battery level icon looked empty. The icon on the patient programmer (pp) screen were explained and that the pp was not able to indicate the battery life of their implant. Patient clarified there was no other issue indicating their battery may be going dead. Patient was redirected to their hcp to have the device checked. No further patient complications were reported/ anticipated as a result of this event.